Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was new pain unrelated to baseline and the patient stated that since getting implanted in 2019, they feel tingling throughout their body even when the implantable neurostimulator (ins) is off. The ins has been off for 3 years. Additional information was received from a manufacturer representative (rep). It was reported that the hospital gave the patient back their implantable neurostimulator (ins) but they discarded the paddle lead. The patient wanted to know who to contact to get the device analyzed because the device had been shocking them for years. The rep had told the patient the process for the manufacturer is to send the device back to their lab where it will be disassembled for testing. The patient refused to send it back and asked for a list of tests they run os they could find an independent lab. The rep did not have this information. The rep had inquired if their issues had been resolved since the removal surgery, and the patient stated they feel better but did not want to provide any further details.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and mentioned the spinal cord stimulator was electrocuting them and pt said they could not hold their bowels, were having headaches, getting aches, their vision is not adding up, they were having issues sitting down in chairs and missed their chair the other day, can feel a pop in their spine and body will jolt all because of the spinal cord stimulator. Pt mentioned cutting themselves a lot when they are doing stuff and said their eyesight was "weird"(pt alleged this was related to scs). Pt said they had been admitted to hospital two days ago because of these symptoms and had been trying to get in contact with manufacturer representative (rep). It was reported that patient had a CT of their t-spine, l-spine and a referral to neurosurgery. They reported there were no reported changes to routine that led to stimulator electrocuting them. Issue has not been resolved. Patient called and repeated previously documented information regarding shocking experienced after implant of their ins, and they were in the hospital to have the ins removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that when they got the device put in, they already had problems with the stimulator not working. Pt stated when they got pregnant, they stopped using the device. When pt tried to turn the stimulator on, it was electrocuting them or doing some malfunctions because their arm was twitching and they were in so much pain. Pt said they told their doctor that they have a weird peeling on their feet and was horrifically peeling so pt was thinking if it was the sign of them being electrocuted. Pt also mentioned that their doctor said they couldn't get MRI because they couldn't turn the device on since it hasn't been working. Pt was told by their doctor to call patient services. Agent reviewed the role of manufacturer representative (rep), provided nas phone number, and redirected the pt to their doctor to further address the issue. Pt mentioned they have doctor's appointment on friday. Patient repeated how they need a rep to come to their appointment as it felt like they were getting muscles spasms and pops and twitching in their hands.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.